Event description:
During a laparoscopic hernia repair. It was reported by the affiliate that the device jammed. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the instrument may have been dry fired causing the staple to jam between the holder and the back of the anvil. The instrument was received with a formed staple jammed in the cartridge nose, followed by an unformed staple, which had been fired over top of the formed staple. The cartridge nose weld was observed to have yielded also. No functional testing could be performed due to a yielded cartridge nose. The instrument is not designed to be fired while not in tissue or a gauze simulation of tissue. Once the staple is formed, there is no media to pull the staple out of the tip of the instrument.